Event description:
A critically ill patient was admitted from an outlying hospital after coding 3 times. She was made an and status by the family later in the day. At approximately 2115, she arrived from cardiac cath lab to the ICU. It was reported by the ICU staff that a multiple channel failure indicating the message "communications error" was displayed on all 4 channels of the pump configuration. There was one event that precluded the communication error and subsequent failure of the pump. The event prior to pump failure involved an ambu bag and oxygen flowmeter which fell lightly onto the pump as configured on the IV pole. It was after this event that the pump "communications error" began to alarm. A complete inspection of the pcu, lvp modules, and IV pump was performed by the biomedical engineering department.